Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic,') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhoea"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia") and metrorrhagia ("metorhagia"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, menorrhagia and metrorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: results of confirm. Test: other. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received : case become incident. Unspecified event "injury to herself" was updated to more specific events: abdominal pain, pelvic pain, genital bleeding, dysmenorrhea, menorrhagia (heavy menstrual bleeding), metrorrhagia. Reporter added, patient demographic added, essure removal date added, product indication updated. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic,') and genital haemorrhage ('general abnormal bleeding/abnormal bleeding (general),') in an adult female patient who had essure (batch no. B53550) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic fatigue. Concurrent conditions included urogenital trichomoniasis, low back pain and osteoarthritis of lumbar spine. Concomitant products included ibuprofen (motrin) and trazodone. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia"), metrorrhagia ("metorhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), gastrointestinal disorder ("gastrointestinal or digestive system condition type") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and metrorrhagia outcome was unknown and the genital haemorrhage, dysmenorrhoea, menorrhagia, vaginal haemorrhage, gastrointestinal disorder and abdominal pain upper had not resolved. The reporter considered abdominal pain, abdominal pain upper, dysmenorrhoea, gastrointestinal disorder, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2013, (B)(6) 2013 insertion details-essure device used to catheterize each tube without complications. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: results of confirm. Test: other. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:menorrhagia, dysmenorrhoea, genital haemorrhage. Lot number: b53550, manufacture date: (B)(6) 2013, expiration date: 2016-07-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic,') and genital haemorrhage ('general abnormal bleeding/abnormal bleeding (general),') in an adult female patient who had essure (batch no. B53550) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic fatigue. Concurrent conditions included urogenital trichomoniasis, low back pain and osteoarthritis of lumbar spine. Concomitant products included ibuprofen (motrin) and trazodone. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia"), metrorrhagia ("metorhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), gastrointestinal disorder ("gastrointestinal or digestive system condition type") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and metrorrhagia outcome was unknown and the genital haemorrhage, dysmenorrhoea, menorrhagia, vaginal haemorrhage, gastrointestinal disorder and abdominal pain upper had not resolved. The reporter considered abdominal pain, abdominal pain upper, dysmenorrhoea, gastrointestinal disorder, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2013, (B)(6) 2013 insertion details-essure device used to catheterize each tube without complications diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: results of confirm. Test: other. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:menorrhagia, dysmenorrhoea, genital haemorrhage. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs +mr received- lot number were added. New events abnormal bleeding (vaginal), stomach pain, gastrointestinal or digestive system condition type were added. Outcome of menorrhagia, dysmenorrhoea, genital haemorrhage updated to not recovered / not resolved. New reporters, height, medical history, concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic,') and genital haemorrhage ('general abnormal bleeding/abnormal bleeding (general),') in an adult female patient who had essure (batch no. B53550) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic fatigue, morbid obesity and anxiety. Concurrent conditions included urogenital trichomoniasis, low back pain and osteoarthritis of lumbar spine. Concomitant products included ibuprofen (motrin), sertraline and trazodone. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia"), metrorrhagia ("metorhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), gastrointestinal disorder ("gastrointestinal or digestive system condition type") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, menorrhagia, vaginal haemorrhage and abdominal pain upper had resolved, the metrorrhagia outcome was unknown and the gastrointestinal disorder had not resolved. The reporter considered abdominal pain, abdominal pain upper, dysmenorrhoea, gastrointestinal disorder, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2013, (B)(6) 2013 insertion details-essure device used to catheterize each tube without complications current weight 240 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:menorrhagia, dysmenorrhoea, genital haemorrhage. Lot number: b53550 manufacture date: 2013-07-18 expiration date: 2016-07-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2021: pfs received outcome of events "bleeding, pain, dysmenorrhea" were updated as recovered. Reporter information, medical history and concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic,') and genital haemorrhage ('general abnormal bleedin/abnormal bleeding (general),') in an adult female patient who had essure (batch no. B53550) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic fatigue, obesity and anxiety. Concurrent conditions included urogenital trichomoniasis, low back pain and osteoarthritis of lumbar spine. Concomitant products included ibuprofen (motrin), sertraline and trazodone. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia"), metrorrhagia ("metorhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), gastrointestinal disorder ("gastrointestinal or digestive system condition type") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, menorrhagia, vaginal haemorrhage and abdominal pain upper had resolved, the metrorrhagia outcome was unknown and the gastrointestinal disorder had not resolved. The reporter considered abdominal pain, abdominal pain upper, dysmenorrhoea, gastrointestinal disorder, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2013, (B)(6) 2013 insertion details-essure device used to catheterize each tube without complications current weight 240 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:menorrhagia, dysmenorrhoea, genital haemorrhage. Lot number: b53550 manufacture date: 2013-07-18 expiration date: 2016-07-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.